Manufacturer narrative:
Lab tech had disabled the glucose module 2 days prior to this event due to imprecision seen with patient samples while running in the duplicate mode. Another tech enabled the module this date and started running glucose samples again. Calibration was performed successfully. Qc was intermittently out of established range. Customer had not requested service or called hotline over the weekend when they noticed imprecision issues. A field service engineer (fse) was dispatched and replaced the reagent syringe pump for the glucose module to resolve the issue. Root cause appears to be the reagent pump to the glucose module.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false low glucose (glucm) results obtained while running patient samples in duplicate mode on unicel dxc 800 pro synchron clinical systems. No erroneous results were reported out of the lab. The samples were re-run on other method and obtained results were reported out of the lab. Patient treatment was not affected in connection with this event.